Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: d9. Device available for evaluation? And returned to manufacturer?; h8. Usage of device and h11. Additional manufacturer narrative. This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a patient requested to return the ilet insulin pump after completing training and discontinuing use, citing blood glucose fluctuations and difficulty maintaining target range. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included internal review of the report and coordination with the healthcare professional and field team. Investigation of this case revealed no device malfunction or component-specific failure identified, and the reason for return remained user-reported performance concerns without corroborated clinical effect. It was concluded, based on previously established findings for similar reports, that the cause was unclear.